Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference.. The sensor glucose was 50 mg/dl, and the blood glucose value was 96 mg/dl which was outside of the acceptable range. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l. Troubleshooting was performed. The customer reported receiving a calibration not accepted alert. The customer was reported a discrepancy between sensor glucose and blood glucose which is not within range. Customer wanted to know how to stop pump from alarming with low sensor glucose 50 (actual blood glucose was 96). No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-7040a. No product return is required for mmt-1884l.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 135 pounds to 0 pounds (does not know) which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.